Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported that he was still making adjustments in what strength signal worked best for him and that the issue was resolved. There were no symptoms or further complications reported or anticipated.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The following event is considered a sudden change in therapy/symptoms. Patient was asked why they increased stimulation today and they said they had a sudden "big mac attack." The patient pulled over and just barely made it into the bathroom without soiling themselves. They mentioned this is the first time this happened since they were at the healthcare provider's (hcp) office, but then noted they saw a change in their symptoms just yesterday. They synced with their patient programmer (pp) which showed stimulation was on at 2.5v; before increasing, stimulation was at 1.75v or 1.8v. They were just looking to check their stimulation settings as they had already adjusted the morning of initial report. It was recommended to monitor their symptoms over the next few days to a week. No further patient complications have been reported as a result of this event.